Event description:
Boston scientific received information that this left ventricular lead had dislodged into the patient's coronary sinus. The lead was explanted and successfully replaced. To date, there have been no reports of adverse patient effects.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.